Manufacturer narrative:
H4: the lot was manufactured between february 05, 2020 - february 06, 2020. H10: the device was received for evaluation. A visual inspection was performed using the naked eye and noted the bladder had ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the rupture and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2021; further described as "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a 200ml ce intermate sv (small volume) burst during filling with meropenem and isotonic saline solution. There was no patient involvement. No additional information is available.